Event description:
It was reported that the customer experienced high blood glucose levels and complained of thirst and urination. The customer treated with 10 units of insulin using the insulin pump. The blood glucose reading was 528 mg/dl. Upon troubleshooting, it was found that insulin did exit the tubing during a manual prime and no leak was observed. Advised the customer to change the entire infusion set, reservoir and insulin. The customer stated that when she went to bed, the blood glucose reading was 89 mg/dl. Throughout the day, the blood glucose reading fluctuated from 363 mg/dl, up to 417 mg/dl, down to 374 mg/dl, 399 mg/dl, and then up to 528 mg/dl just before the call. The insulin pump passed the high pressure test during troubleshoot. Advised the customer that the insulin pump was working properly and advised her to contact her doctor for further inquiry. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.